Event description:
No additional information was received.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on 0001825034-2019-01733.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an intramedullary nailing procedure utilizing an affixus long nail, a locking screw was not included in the instrument kit. After an approximate hour delay in the procedure, a screw was able to be used from an affixus short nail kit.